Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/5/2019. Device evaluation summary: it was reported that a 47-year-old female underwent primary breast reconstruction with a mentor siltex round moderate profile 375cc saline prosthesis and experienced left sided deflation post procedure. Upon receipt the device contained no fluid. Red and white material was observed within the device, and yellow material was observed on the shell surface. During initial evaluation, an area of siltex cracking was observed on the posterior aspect. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the analysis lab was precluded from further evaluating the device in order to avoid compromising the device integrity. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint was not confirmed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor siltex round moderate profile 375cc saline prosthesis, catalog #3542660, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast reconstruction with a mentor siltex round moderate profile 375cc saline prosthesis and experienced left sided deflation post procedure. The deflation was confirmed through visual examination. As a result, bilateral prosthesis replacement with mentor smooth round moderate plus profile 275cc saline prostheses was performed.